Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), gallbladder operation ("gall bladder surgery") and cardiac operation ("heart surgery") in a 23-year-old female patient who had essure (batch no. 12366336) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included marfan's syndrome. Concurrent conditions included body mass index normal, ovarian cyst, amenorrhea, paralyzed and hematoma. Concomitant products included atenolol, hydrocodone and warfarin sodium (coumadin). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), migraine ("chronic migraine headaches"), the first episode of weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), blood disorder ("blood disorder/condition"), cardiac disorder ("heart disorder/condition"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cystitis ("infection (other): bladder"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), cerebrovascular accident ("neurological conditions or problems: stroke"), rash ("rashes"), endometriosis ("endometriosis"), gallbladder operation (seriousness criterion medically significant), the second episode of weight increased ("weight gain"), weight decreased ("weight loss"), cardiac operation (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia"), breast mass ("left breast lump"), ovarian mass ("ovarian mass") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (B)(6) 2016, plaintiff underwent a hysterectomy.) And surgery (underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, fatigue, migraine, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, dysmenorrhoea, gastrointestinal disorder, cystitis, urinary tract infection, headache, nausea, cerebrovascular accident, rash, endometriosis, gallbladder operation, the last episode of weight increased, weight decreased, cardiac operation, menometrorrhagia, breast mass and ovarian mass outcome was unknown and the dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, blood disorder, breast mass, cardiac disorder, cardiac operation, cerebrovascular accident, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, nausea, ovarian mass, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight: 153 lbs. The left ostia -there were two uncoiled springs at completion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: left microinsert in satisfactory position; on (B)(6) 2009: left fallopian tube remains patent; on (B)(6) 2009: confirmed satisfactory placement of both essure c then left fallopian tube is now occluded. (B)(6) 2009: hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 13-jun-2018: events- "abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems, urinary problems or changes , blood disorder/condition, heart disorder/condition, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition, infection (other): bladder , urinary tract infection, headaches, nausea, neurological conditions or problems: stroke, rashes, endometriosis , gall bladder surgery, weight gain , weight loss, heart surgery, menometrorrhagia, left breast lump, ovarian mass, lower abdominal pain",lot number, reporter added from pfs. Concomitant and historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), genital haemorrhage ('abnormal bleeding (general)'), menorrhagia ('abnormal bleeding (menorrhagia)'), gallbladder operation ('gall bladder surgery') and cardiac operation ('heart surgery') in a 23-year-old female patient who had essure (batch no. 12366336) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included marfan's syndrome. Concurrent conditions included body mass index normal, ovarian cyst, amenorrhea, paralyzed and hematometra. Concomitant products included atenolol, hydrocodone and warfarin sodium (coumadin). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), migraine ("chronic migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), blood disorder ("blood disorder/condition"), cardiac disorder ("heart disorder/condition"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cystitis ("infection (other): bladder"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), cerebrovascular accident ("neurological conditions or problems: stroke"), rash ("rashes /rashes on abdomen"), endometriosis ("endometriosis"), menometrorrhagia ("menometrorrhagia"), breast mass ("left breast lump"), ovarian mass ("ovarian mass"), abdominal pain lower ("lower abdominal pain") and kidney infection ("kidney infection"), was found to have the first episode of weight increased ("weight gain"), the second episode of weight increased ("weight gain") and weight decreased ("weight loss") and underwent gallbladder operation (seriousness criterion medically significant) and cardiac operation (seriousness criterion medically significant). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, dyspareunia, cystitis, urinary tract infection, rash, abdominal pain lower and kidney infection had resolved and the genital haemorrhage, abdominal pain, migraine, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, dysmenorrhoea, gastrointestinal disorder, headache, nausea, cerebrovascular accident, endometriosis, gallbladder operation, the last episode of weight increased, weight decreased, cardiac operation, menometrorrhagia, breast mass and ovarian mass outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, blood disorder, breast mass, cardiac disorder, cardiac operation, cerebrovascular accident, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, kidney infection, menometrorrhagia, menorrhagia, migraine, nausea, ovarian mass, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight: 153 lbs. The left ostia -there were two uncoiled springs at completion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: left microinsert in satisfactory position; on (B)(6) 2009: results: left fallopian tube remains patent; on (B)(6) 2009: results: confirmed satisfactory placement of both essure c; on (B)(6) 2009: results: left fallopian tube is now occluded. (B)(6) 2009: hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: pfs received. Added event kidney infection. Updated outcome of events from unknown to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), gallbladder operation ("gall bladder surgery") and cardiac operation ("heart surgery") in a 23-year-old female patient who had essure (batch no. 12366336) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included marfan's syndrome. Concurrent conditions included body mass index normal, ovarian cyst, amenorrhea, paralyzed and hematometra. Concomitant products included atenolol, hydrocodone and warfarin sodium (coumadin). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), migraine ("chronic migraine headaches"), the first episode of weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), blood disorder ("blood disorder/condition"), cardiac disorder ("heart disorder/condition"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cystitis ("infection (other): bladder"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), cerebrovascular accident ("neurological conditions or problems: stroke"), rash ("rashes"), endometriosis ("endometriosis"), gallbladder operation (seriousness criterion medically significant), the second episode of weight increased ("weight gain"), weight decreased ("weight loss"), cardiac operation (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia"), breast mass ("left breast lump"), ovarian mass ("ovarian mass") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (in nov-2016, plantiff underwent a hysterectomy.) And surgery (underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, fatigue, migraine, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, dysmenorrhoea, gastrointestinal disorder, cystitis, urinary tract infection, headache, nausea, cerebrovascular accident, rash, endometriosis, gallbladder operation, the last episode of weight increased, weight decreased, cardiac operation, menometrorrhagia, breast mass and ovarian mass outcome was unknown and the dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, blood disorder, breast mass, cardiac disorder, cardiac operation, cerebrovascular accident, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, nausea, ovarian mass, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight: 153 lbs. The left ostia -there were two uncoiled springs at completion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - on 25-feb-2009: left microinsert in satisfactory position; on 1-jun-2009: left fallopian tube remains patent; on 10-sep-2009: confirmed satisfactory placement of both essure c then left fallopian tube is now occluded 10-sep-2009: hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), genital haemorrhage ('abnormal bleeding (general)'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)'), gallbladder operation ('gall bladder surgery') and cardiac operation ('heart surgery') in a 23-year-old female patient who had essure (batch no. 12366336) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included marfan's syndrome. Concurrent conditions included body mass index normal, ovarian cyst, amenorrhea, paralyzed and hematometra. Concomitant products included atenolol, hydrocodone and warfarin sodium (coumadin). On 20-nov-2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), migraine ("chronic migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), blood disorder ("blood disorder/condition"), cardiac disorder ("heart disorder/condition"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cystitis ("infection (other): bladder"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nausea ("nausea"), cerebrovascular accident ("neurological conditions or problems: stroke"), rash ("rashes /rashes on abdomen"), endometriosis ("endometriosis"), menometrorrhagia ("menometrorrhagia"), breast mass ("left breast lump"), ovarian mass ("ovarian mass"), abdominal pain lower ("lower abdominal pain") and kidney infection ("kidney infection"), was found to have the first episode of weight increased ("weight gain"), the second episode of weight increased ("weight gain") and weight decreased ("weight loss") and underwent gallbladder operation (seriousness criterion medically significant) and cardiac operation (seriousness criterion medically significant). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and underwent ablation). Essure was removed on 24-nov-2016. At the time of the report, the pelvic pain, fatigue, dyspareunia, cystitis, urinary tract infection, rash, abdominal pain lower and kidney infection had resolved and the genital haemorrhage, abdominal pain, migraine, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, dysmenorrhoea, gastrointestinal disorder, headache, nausea, cerebrovascular accident, endometriosis, gallbladder operation, the last episode of weight increased, weight decreased, cardiac operation, menometrorrhagia, breast mass and ovarian mass outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, blood disorder, breast mass, cardiac disorder, cardiac operation, cerebrovascular accident, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gallbladder operation, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, kidney infection, menometrorrhagia, migraine, nausea, ovarian mass, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight: 153 lbs. The left ostia -there were two uncoiled springs at completion of the procedure. Discrepancy noted for essure removal date (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - on 25-feb-2009: results: left microinsert in satisfactory position; on (B)(6) 2009: results: left fallopian tube remains patent; on (B)(6) 2009: results: confirmed satisfactory placement of both essure c; on (B)(6) 2009: results: left fallopian tube is now occluded. (B)(6) 2009: hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-may-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), migraine ("chronic migraine headaches") and weight increased ("weight gain"). The patient was treated with surgery (in (B)(6) 2016, plaintiff underwent a hysterectomy.). At the time of the report, the pelvic pain, abdominal pain, fatigue, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, fatigue, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results: (B)(6) 2009: hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.